Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h3; h4; h6 the product was returned and evaluated. Upon visual inspection the device had fractured at the head joint location. There are indentations on the sheath near the head. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported that the flexible silicone drill driver instrument broke. There was no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 650-0661 lot# 3095686 delta ceramic fem hd 36/0mm. Cat# 31-323230 lot# 65756289 3.2mmx30mm rnglc+ acet drl bit. Cat# 00-6250-065-35 lot# j7327514 echo por fmrl lat fpp nc 15x155mm. Cat# 192115 lot# 899620 g7 vit e neutral lnr 36mm g. Cat# 30103607 lot# 65604120 g7 osseoti 4 hole shell 60mm g. Cat# 110010248 lot# 6665685 g7 osseoti 4 hole shell 60mm g. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.